Event description:
It was reported that the pump failed preventive maintenance and over infused during volumetric verification. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a missing battery door and battery bumpers. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The pump was determined to be infusing within manufacturing specifications. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown